Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/2/2020. H.6. Investigation: customer returned (3) loose 1cc syringes. Customer states that the needles break off into his injection sites. All returned syringes were examined and all exhibited a broken cannula. Microscopic examination of the returned sample revealed characteristics such as residual bends on the broken hub end, cracked adhesive and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. Removal of some of the adhesive made this observation more apparent. A review of the device history record was completed for batch# 0041675. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported during use the bd insulin syringe with the bd ultra-fine¿ needle had the cannula break off or pull out. This event occurred 4 times. The following information was provided by the initial reporter: consumer reported he had 5 needles break off into his injection sites, during his injections. Stated he had one needle that broke off in his high and also is abdomen. Stated he removed one of them but did not have the others removed. No medical attention received. Stated they are not bothering him yet, eventually he will have them removed. Requested consumer call back if he seeks medical attention.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd insulin syringe with the bd ultra-fine¿ needle had the cannula break off or pull out. This event occurred 4 times. The following information was provided by the initial reporter: consumer reported he had 5 needles break off into his injection sites, during his injections. Stated he had one needle that broke off in his high and also is abdomen. Stated he removed one of them but did not have the others removed. No medical attention received. Stated they are not bothering him yet, eventually he will have them removed. Requested consumer call back if he seeks medical attention.